Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation the lens was exchanged for a longer length lens and implanted vertically. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
G6 - type of report: 30-day missing from initial MDR. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens but foreign material on the lens surface, specifically residue and debris on the lens. Dimensional inspection found the lens to be within specifications. (B)(4).